Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis confirmed the customer comment that the programmer would boot up to and get stuck on the "please wait" screen. The hard drive was reconfigured and loaded with updated software. It was also indicated that the display of the programmer was loose and therefore the lower hinges were replaced. It was also indicated that the keyboard was missing a screw and therefore it was replaced. The programmer passed final functional and system tests. (B)(4).

Event description:
It was reported the programmer was malfunctioning. When the programmer was turned on, the screen stayed stuck on the please wait screen. The programmer was returned for repair. The programmer tested out of specification during manufacturer's analysis. There was no patient involvement.